Event description:
Intra-articular fluid retention [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) male pt, initials (B)(6), with gonarthrosis. The pt's medical history was significant for previous medical device implantation with suvenyl injections, 2.5 ml/week from (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection, 2 ml at unk frequency. The lot number for synvisc was not provided. On (B)(6) 2012, he received second synvisc injection. On (B)(6) 2012, the pt experienced intra-articular fluid retention. Arthrocentesis was performed and 35 cc of cloudy fluid was aspirated. On the same date, the pt initiated treatment with betamethasone sodium phosphate injection, 2 mg/day. On (B)(6) 2012, the treatment with betamethasone sodium phosphate was discontinued. The action taken with synvisc treatment was not provided. On (B)(6) 2012, the pt recovered from intra-articular fluid retention. It was reported that on (B)(6) 2012, the pt restarted the treatment with suvenyl injections. Concomitant medications were not provided. The intensity of the event was not provided. The reporting physician assessed the relationship between synvisc and the event of intra-articular fluid retention as definitely related.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.